Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the use of a preloaded intraocular lens (iol) delivery system, the haptic was broken and the lens doubled over. A backup lens was used to complete the procedure. Additional information was requested.